Event description:
It was reported that the lesion was in the common iliac with mild calcification and no tortuosity. The fox cross balloon was used to post dilate. The balloon ruptured during the third inflation at 8 atmospheres. Upon retraction of the balloon from the anatomy, it was noted that the balloon edges appeared to be outside the markers of the balloon. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned foxcross noted that the blood and contrast in the inflation lumen and in the balloon, consistent with a leak or rupture while in the anatomy. The balloon had loose folds, consistent with being inflated. During functional testing, the reported rupture was confirmed. The scanning electron microscopy (sem) analysis indicated that the balloon failure may be attributed to mechanical damage to the outer surface. In this case, based on the sem results, it may be possible that the balloon rupture is attributed to interaction with lesion calcification. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification, this can cause the balloon material to weaken and rupture during an attempt to inflate. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.